Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on astm and iso standards, the inserter tip material composition would fall into a standardized medical grade alloy and, although not approved for implantation, standardized alloys have not been determined to cause injury or harm when the duration of contact with tissues/blood/bone is short-term. The inserter tip is not intended as an implantable device. However, it was communicated that the tip is recessed within the stem and not within tissue or bone. No patient injury is being reported as a result of the retained tip. No further clinical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint device was returned and evaluated. From the analysis conducted during this investigation, it was concluded that the anthology inserter fractured at the threaded tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts occurring while the inserter is not fully captured in the driver hole platform of the stem. This fracture caused the instrument to become inoperable. The device was manufactured in 2015. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the tip of the device broke while been inserted.

Event description:
It was reported that the tip of the broken component was left in the patient.